Manufacturer narrative:
The device has been returned to masimo for eval. When the investigation is complete, a f/u report will be submitted.

Event description:
It was reported that the rad-8 device's pulse rate tones are abnormal and sometimes disappeared. No known pt impact was reported.